Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The index procedure treated the 3.0x15mm, 70% stenosed first rpl (right postero-lateral) lesion. Treatment consisted of predilation, placement of a 3.0x20mm taxus express2 stent, and post dilation. A distal edge, extra-luminal, type c with staining dissection was noted after placement of the 3.0x20mm taxus express2 stent. A 2.75x8mm taxus express2 stent was placed distally and overlapping the first stent resulting in 0% residual stenosis. The pt was discharged the following day on asa and plavix with the event reported to be resolved without residual effects. The investigator assessed this event as probably related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.